Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited a high capture threshold and oversensing issue. The atrial lead was explanted and replaced. The patient was in stable condition.